Event description:
It was reported that the pt had an infection.

Manufacturer narrative:
It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. The hospital is not willing to release the devices for evaluation. Additional info has been requested and if received will be provided in a supplemental report.